Event description:
The customer observed a falsely elevated alinity c magnesium result generated on an alinity c processing module for 2 patients. The following results were provided: sid (B)(6) (28-year-old male) initial result = 3.9 mmol/l, repeat result = 0.86 mmol/l. Sid (B)(6) 87-year-old male) initial result = 3.9 mmol/l, repeat result = 0.84 mmol/l . There was no impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information.